Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not conduct energy from the start. The same extension cable was used with the replacement. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the lot 25097426 that was shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4).